Event description:
It was reported that the active blade broke in half during a lavh procedure and the piece fell into the patient. It was retrieved. Another like device was used to complete the case with no patient consequence.